Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, tissue/bone destruction and elevated metal ion levels. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2013 due to infection. The operative notes indicate purulent fluid and debris and confirm that all components were removed and replaced with spacer molds. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms devices were sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-02554 / 02556 & 03738).